Event description:
While retracting the nitinol guidewire, the tip of the wire sheared off. The surgeon immediately converted to an open procedure and successfully retrieved the sheared tip. The procedure was completed after retrieval of the sheared tip.